Event description:
Pt here for appendectomy. Endo gia universal and reloads. Failure of endo gia necessitated converting laparoscopic procedure to open appendectomy. Jaws would not close around tissue. Tried 2 different reloads and 2 universal hand pieces. Jaws seem to be spinning.